Event description:
Customer reported receiving erratic readings on their freestyle freedom lite blood glucose monitor. Customer reported receiving readings of 398 mg/dl and 122 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
It was reported that the implantable neurostimulator initially provided pain relief but later lost effectiveness; it no longer provides pain relief and has been turned off. It is unknown if any device troubleshooting was performed. Surgical intervention (unspecified) was reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot 0913101 were returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reported reading of 398mg/dl was found in the meter's memory.